Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and unreadable. It was also reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.